Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient¿s symptoms were worse now because of the amount of sleeping hour voids they were experiencing. The patient was assisted with changing programs to program 5 at 1.6. The patient was advised to contact their healthcare provider. It was noted that the trial began on (B)(6) 2020. On (B)(6) 2020-(B)(6)the patient reported not being able to void yet and were having some issues with their device. The patient noted speaking with someone the day before and had it all straightened out now they felt. The patient noted they hadn¿t tracked any of their symptom data yet due to not voiding. The patient was redirected to their healthcare provider. No further complications were reported.